Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported if they rubbed a certain spot on their chest they would feel a shock down their left arm since 6 or more months prior to report. They told their doctor about the sensation 5 days prior. It was a gradual change. Additional information received from the health care professional (hcp) reported they pressed on the pulse generator caused a shock like feeling. It was not present if it was off. The cause of the shocking was a disruption of the extension cable. Replacement of the extension wire was planned when it comes time to replace the ins.

Event description:
Additional information was received from a patient. It was reported that the circumstances that led to the reported issues was that the patient's seat belt rubbed on the implantable neurostimulator (ins). The patient believed the rubbing occurred where the wires connect to the ins. The patient also stated that she no longer rubs her chest or the "activator"; the issue has not been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that something is wrong with the wire "whether loose or whatever" because whenever the seat belt touches or rubs against that they experience a shock that goes down their arm. Furthermore, whenever they reach over and grab with their hand they get a shock in their arm, which is what caused the battery to go bad after 1.5 years. On (B)(6) the patient asked the manufacturer representative (rep) if the wire caused the generator to deplete, who told them there is nothing wrong with the wire. The patient had tremors before surgery for the past 1-20 years, which is a "familiar" tremor and not a parkinson's tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.